Event description:
Additional information received reported that the manufacturing representative noticed the lead was broken when they replaced the implantable neurostimulator (ins). The patient saw a manufacturing representative at the healthcare provider (hcp) office regarding a replacement of her lead. The patient was going to have the lead replaced first or second week in (B)(6) 2014 because one of the leads was bad. It was noted that the patient did not agree with the person who told her that she could walk around while recharging. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Conocmitant: product ID 37743, product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had numerous adjustments on the stimulator performed in the physician's office. There was severe pain going too far down the leg and it seemed to be circling the unit implant site. During the last surgery the lead wire was replaced, however the position in the spine was not changed. The adjustments had not corrected the problems. The patient was recently sent for films of the lumbar spinal area. The patient also had a drug pump and shunt implanted. The patient noted that it would be wonderful if all three units could work together in her body to help her pain and cramping. The spinal cord stimulation had been an issue as it didn't reach the pain in her lower back areas. Her recent replacement of some internal leads did not solve the problem. The patient may need further surgery on the lead to get the stimulator to reach the pain. The patient would be returning to the physician's office for a consult on the films at an upcoming appointment. If additional information is received, a supplemental MDR will be sent.

Event description:
It was reported that during a scheduled elective replacement of a restoreultra to a restoresensor, the healthcare provider (hcp) went to remove the tails from the ultra, one came out really well, the other took a little while to get it out. The screw was almost all the way out. They were then able to pull the 2nd lead out. It was yellowed, instead of clear. One was clear, the other was yellowed. They didn¿t see any fractured contacts, nothing was crushed, but the color of the lead body was yellow instead of clear. When they plugged the two tails back into the new restore sensor, the impedances on the clear good lead were all fine, however, the yellow ones were open. It was still reading open when they reseated and wiped it down. Then they tried the multi lead trialing cable (mltc), the clear lead was fine and the yellow lead was not. It was noted that in pre-op impedances were fine when testing against the restoreultra. The patient did not give consent for extension replacement. The implantable neurostimulator (ins) was replaced, but the extensions were still in there. The patient was likely going to be referred to a neurosurgeon for extension replacement and potential lead replacement if needed. 3 days later the patient was doing great. There were no plans to replace anything further at this time.